Event description:
It was later reported that nafcillin 64 mg was programmed to infuse over 30 minutes when the leak occurred. The rn stated that it was uncertain if the leak was at the 3ml syringe or tubing. There was no impact to the preemie infant per customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "clindamycin in a three milliliter syringe dose given per alaris pump. Fluid noted below pump after infusion. Resident notified. This report is being submitted for tracking purpose. Infusion was in the neonatal intensive care unit." An incomplete date of event of (B)(6) 2019 was provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "clindamycin in a three milliliter syringe dose given per alaris pump. Fluid noted below pump after infusion. Resident notified. This report is being submitted for tracking purpose. Infusion was in the neonatal intensive care unit." It was later reported that nafcillin 64 mg was programmed to infuse over 30 minutes when the leak occurred. The rn stated that it was" uncertain if the leak was at the 3ml syringe or tubing." There was no impact to the preemie infant per customer.

Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Correction to follow up 1, sections a.4, b.3, d.11. Device code to remove code 3190. Additional information: a.2; patient code. Additional patient information: dx: preemie (24 weeks) with s. Aureus septicemia; wt:1.330 kg.